Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. However, the device was received with corroded battery tube. The device passed self test and displacement test. It was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. No unexpected low battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specification. The device was received with cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has been draining the batteries quickly. Customer¿blood glucose level was unknown at the time of the incident. The customer replaced the battery of the device but it would not turn on. There was no troubleshooting performed. The insulin pump will be returned for analysis.